Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when putting the imaging system into storage, the system displayed a low battery error message on the screen. No additional information was provided. There was no patient present when this issue was identified.